Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 48 mg/dl. It was unknown that customer stated that the auto mode feature was not active at the time of incident. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.